Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709 serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8840 serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that the drug concentration was changed from 7 mg/ml of dilaudid to 1 mg/ml of dilaudid. The catheter length was unknown. A catheter length of 88 cm was used for the bridge bolus to change the drug concentrations. There was concern that if the catheter was longer than 88 cm that the patient would be overdosed. The patient was brought back in and the catheter was aspirated through the catheter access port to clear any 7 mg/ml drug. A priming bolus was done and the catheter was aspirated again. Therapy was resumed at 1 mg/ml. The patient was doing ¿well¿ and receiving effective therapy. The patient did not overdose or experience any symptoms.